Manufacturer narrative:
Product analysis #(B)(4): frank lopp, 08 january 2015, reviewed and ok to close as a reduced analysis. Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Upon initial interrogation of the device, it was indicated that the pump contained baclofen.

Event description:
Additional information received reported that the patient came to the hcps practice in 2010 with the pump that was implanted in another state. The pump was replaced due to end of service (eos) on (B)(6) 2014. The patient did not have other problems, except that the battery was near eos.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed a non-significant anomaly of pump motor o-ring wear. (B)(4).

Event description:
It was reported that, on (B)(6) 2014, the pump was replaced prophylactically to avoid in-vivo battery depletion. The patient confirm the pump implant date, drug information, cause of the event, recovered without sequela. It was also reported that the pump was impl anted on (B)(6) 2010. Further follow-up is being conducted to troubleshooting/diagnostics, interventions/treatment, and final patient outcome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.